Event description:
Per the clinic, the patient underwent revision surgery (B)(6), 2013 due to skin overgrowth. During the same surgery, a longer abutment was placed. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.